Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during unspecified timing the angulation of the subject device was locked even if the angulation control knob was released. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the followings. The angle wire was caught in the subject device. The chain in the control section of the subject device was caught. The corrosion, sticking, etc. Were generated by the flooded into the subject device.